Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis of both knees [synovitis], bilateral knee effusion [joint effusion], total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male patient, initials unknown, with osteoarthritis (kellgren-lawrence grade 4 and moderate prior effusion of left knee). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (hylan g-f 20) (first course; age at the time of first injection was (B)(6)). On (B)(6) 2000, the patient initiated treatment with intra-articular synvisc injection (second course) in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2000, the patient experienced synovitis of both knees. On unspecified dates in (B)(6) 2000, the patient developed moderate right knee effusion with 30 cc of clear yellow fluid aspiration and severe/large left knee effusion with 90 cc slight turbid fluid aspiration. On unspecified dates in (B)(6) 2000, the patient received treatment with intra-articular celestone (betamethasone) at a dose of 1 cc and xylocaine (lidocaine) at a dose of 1 cc (frequency not provided for both). On (B)(6) 2000, the event of synovitis of both knees resolved. On (B)(6) 2000, the patient received third injection of synvisc. On (B)(6) 2002, the patient underwent total right knee replacement. No action taken with synvisc treatment. The outcome for the events of bilateral knee effusion and total knee replacement was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of both knees and bilateral knee effusion was severe. The intensity of the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related and did not provide relationship between synvisc and the event of bilateral knee effusion. The reporting physician assessed the relationship between synvisc and the event of total knee replacement as unrelated. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).